Event description:
This was a lead extraction case to remove 2 leads, 1 ra and 1 rv lead (biotronik dual coil). Both leads were prepped with a lld-ez and a 16fr glidelight laser catheter was utilized. The ra lead was extracted with no problems. The extraction of the second lead (rv) was then initiated. Using the laser and gl catheter, the subclavian area-was entered. During the second pass in the junction of subclavian and vena cava on the first coil, the glide light was turned to have the bevel tip in the direction of the heart. After the second laser run, a drop of blood pressure was observed. A perforation of the vena cava was immediately seen in tee. The direct decision was made to open the chest, which was performed within 4 minutes after perforation was observed. Dr (B)(6) patched the perforation in 3 minutes (without bypass (hlm)). The rv lead was extract by open chest by manual extraction with lld ez, and the chest was closed after 20 minutes. The patient was extubated approximately 1 hour after the procedure, and the patient is in good condition.

Manufacturer narrative:
Device not returned.